Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2017.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and unstable thresholds, high impedance, oversensing and noise. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.